Event description:
Teh device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the cautery burned through the tip of the instrument and a piece fell into the pt's cavity. The surgeon retrieved the disengaged piece with a hand instrument. The hosp has reported that no pt injury occurred.